Manufacturer narrative:
Plant investigation: as of 11/12/2020, no samples were returned. Samples are not needed to confirm the allegation. A sample retain was tested through a special test request, and found to be within specifications. Through other complaint allegations of the same issue for lots: 20lxac056, 20lxac058, and 20lxac076. There were companion samples available for testing, which were tested at both the (B)(6) laboratories; results were found to be conflicting. Due to the conflicting results found between the laboratories, the (B)(4) test methods were reviewed, and a deficiency was found in the test method pertaining to the sodium and potassium analyte tests. Because of the deficiency found in the test method, it was determined that lot#: 20lxac045 did not meet release specifications and the allegation conductivity low was confirmed. A product history review was performed. A review of the complaint management system on 11/13/2020 identified 4 additional reported event for lot no. 20lxac045 related to conductivity issues. A review of the product inventory records for lot no. 20lxac045 indicated that (B)(4) cases of finished product were manufactured on 9/14/20 for distribution with no noted nonconformances. After reviewing the finished product release summary, it was determined that 20lxac045 met release specifications. In conclusion, 20lxac045 release testing was found to be compromised due to the deficient test method. A non-conformance was already opened for allegations of conductivity issues and escalated to a corrective action preventative action (CAPA). Based on the investigation performed, cause was traced to manufacturing.

Event description:
A hemodialysis (hd) clinic biomedical technician reported by fax that they pulled aside a lot of naturalyte suspected to have low conductivity. It is unknown if the product was used during testing or treatment, or if it had been sequestered upon receipt due to the clinic notification on batches suspected of low concentration.